Event description:
No evidence of malfunction but the patient did experience an infection I the ipg pocket. Update was received 9/14/2017 - patient had their system explanted, and patient's infection resolved without issue.